Event description:
The customer contacted philips to order parts for a co2 module problem. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.